Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check performed by biomed, the cardiosave intra-aortic balloon pump (iabp) unit was leaking helium. There was no patient involvement.

Manufacturer narrative:
Corrected fields; d4(UDI). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse replaced a missing o ring in the quick disconnect fitting. The unit passed all functional and safety tests and was returned to customer.